Event description:
Independent repair center: stuck alarming or red light. Per independent repair statement alarming or red light. Key failure was the rexroth valve was stuck. Additional malfunctions was the poppet valve was not shifting, the heat exchanger was leaking, the sieve tubes were leaking, compressor was loud, compressor inlet tube was leaking, sieve beds were saturated, and the zip ties and clamps were leaking.